Manufacturer narrative:
Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system section: potential adverse events- ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient (unknown race) with an acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and was found to have finding of apical left ventricle thrombus. The patient was initially implanted with an impella cp device for hemodynamic stability and was escalated to the impella 5.5 device as a bridge to transplant. However approximately three days after start of the impella 5.5 support, an echocardiogram revealed a finding of apical left ventricle thrombus. It was noted physicians were aware of contraindication and potential risk; however, the decision was made to leave patient on impella mcs. The patient was noted to be stable following the event and remained on impella mcs or an additional 43 days before being bridged to transplant.

Manufacturer narrative:
The device was not returned, and therefore an evaluation/analysis of the device was not possible. Device history record review was completed, and the device passed all sterile inspection checks. The investigation concluded in order to make a root cause determination on the thrombus, all essential clinical details are required. Therefore, the root cause of the injury was unable to be determined due to insufficient clinical details.